Event description:
During an atrial fibrillation procedure, the catheter was inserted through a short 9.5f sheath in the groin and the tip of catheter was bent during the process. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The reported fracture in the catheter shaft was confirmed. The catheter tip was noted to be bent and fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.